Event description:
It was reported that the system had an inappropriate shock due to oversensing via reduced intrinsic amplitudes. The electrode was found to be dislodged. The doctor elected to explant and replace the entire system. There were no additional adverse patient effects.